Manufacturer narrative:
The customer's report that the primary flush tubing set leaked from the side of the back check valve was not confirmed. During investigation, a crack and resulting leak was observed on the female luer of model 30853. Visual inspection found a crack in the pca female luer wall (p/n 630-01363) on the opposite end of the injection gate of the suspect filter extension set. The location of the luer gate on the female luer (below the ¿wings¿) indicates that this female luer was manufactured after the change order that moved the injection gate to a lower location to help mitigate and prevent female luer cracks. No tool marks or signs of over torque were observed. No issues were observed on the check valve or on any other part of the primary set. Functional testing confirmed the leak in the same location. The customer's report that the primary flush tubing set leaked from the side of the back check valve was not confirmed. The root cause was not identified. However, during the investigation , a crack and resulting leak was observed on the female luer of model 30853. The root cause of the crack was a result of internal stresses created in the luer during the manufacturing process that make it more susceptible to chemical/mechanical attacks.

Event description:
It was reported that the primary flush tubing set leaked from the side of the check valve when the pca infusion set was attached to the primary flush. The customer further stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Concomitant medical products: 10ml bd syringe, lot: 9142911, exp: 2022-05-31, 0.9% sodium chloride injection. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the primary flush tubing set leaked from the side of the back check valve when the pca infusion set was attached to the primary flush. The customer further stated that there were no adverse effects caused to the patient from the event.